Event description:
A retrievable ivc filter became stuck in the delivery sheath before actual deployment. The sheath was pulled back until the ivc filter was outside the patient. The delivery sheath was then cut outside of the patient to remove the portion containing the filter. A guide wire was inserted into the remaining portion of the sheath and exchanged for a new ivc filter set. There was no harm to the patient.